Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse replaced the ion selective electrode motor and the sodium electrode. The cse also checked instrument sensors, o-rings and alignments. The cause of the discordant sodium results is unknown. The cse successfully performed calibrations and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on three patient samples on an advia 1800 instrument. The discordant sodium results were reported to the physician(s). The samples were repeated on an alternate system and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.